Manufacturer narrative:
Updated fields: b5 corrected data: e1 (added phone number and name of reporter). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and information from the reporter. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not reproduced during evaluation, a specific root cause could not be identified. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was provided regarding this event. The issue was found during preparation for use. The procedure was completed using a replacement device. There were no reported delays.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was not confirmed. The device evaluation found the no image phenomenon could not be duplicated and image was okay. The locker felt tight when connecting the scope connector to the socket, but was also okay during inspection. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, that the locker is tight and there's from image on the video system center. The issue was found during a diagnostic gastroscope procedure. There were no reports of patient harm.